Event description:
The customer reported that the electrode broke off underneath her skin when she was removing it. The customer has made an appointment with her healthcare professional to have it removed. The customer reported no infection. The customer had been wearing the sensor for three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.